Event description:
It was reported that the customer experienced difficulty charging the pump with the usb port. Multiple attempts have been made to follow up with customer, however, no response was received. There was no adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.